Event description:
It was reported that an intraocular lens (iol) was removed and replaced in the same procedure as the lens would not sit right in the eye. In addition, a vitrectomy was performed. There was no incision enlargement. The iol was replaced with another z9002 lens (serial number: (B)(4)), which also did not sit properly in the eye and was removed and replaced with an alcon anterior chamber lens. The patient was reported to be doing well after the procedure. A separate MDR is being filed for the second z9002 lens (serial number: (B)(4). No further information has been provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Recall: z1123-2014. The manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer report was identified. Based on the manufacturing record review, no deviation or assignable cause was identified when this production order was completed. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing specification prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.